Event description:
Pt had total knees done in 1990. Still in place from that operation on the left knee are the stemmed tibial plate and femoral componet. Other components were removed after pt had multiple dislocation episodes and sublaxation episodes. Pt underwent revision arthroplasty with conversion of his tibial tray to a larger size for better soft tissue balancing which stopped the dislocations. In addition, his left patellar component was loose, so it was removed.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.